Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) submitted for adverse event which occurred on (B)(6) 2016. (B)(4) submitted for adverse event which occurred on (B)(6) 2016. (B)(4) submitted for adverse event which occurred on (B)(6) 2016. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent incisional hernia repair surgery on (B)(6) 2016 and mesh was implanted. It was reported that the patient underwent surgery for postoperative wound infection on (B)(6) 2016. It was reported that the patient underwent wound exploration, excision of local area of mesh and wound vac placement on (B)(6) 2016. It was reported that the patient underwent removal surgery on (B)(6) 2016. No additional information is provided.